Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 405mg/dl on customer's meter and 122mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.